Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 150 mg/dl. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended. Reportedly, customer continued to use the pump for insulin therapy.